Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system made a popping noise and stopped working. No pt injury was reported.